Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter and faradrive steerable sheath clear were selected for use. While the sheath was being aspirated, air was continually being pulled through the valve. The farawave catheter was taken out, and at that point, it was noticed that there was not any saline dripping out the tip of the catheter. The tubing was removed from the catheter and checked to ensure saline was flowing through the catheter, which it was. The physician then placed a syringe on the saline port of the catheter and tried to inject saline through the catheter, but it was not possible to inject. The physician noted that the flush lumen felt occluded. Therefore, the physician decided to replace the device while inserting the second farawave catheter and aspirating air ingress into the sheath. While aspirating and getting air into the valve, the physician tried to reset the valve, but the issue persisted. At that point a new faradrive sheath was taken to replace the faulty sheath. The issue was resolved, and the procedure was completed with no patient complications. The farawave catheter and faradrive sheath were returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. No visual damage was observed to the farawave catheter. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower successfully. Subsequently, flushing of the catheter through the irrigation line was tested. Irrigation was not functional in any state. Dissection of the catheter was performed to inspect the flush lumen to determine any potential cause for the reported issue. Dissection revealed some kinking of the flush lumen, which may have contributed to the reported issue. The reported irrigation difficulty was confirmed.

Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter and faradrive steerable sheath clear were selected for use. While the sheath was being aspirated, air was continually being pulled through the valve. The farawave catheter was taken out, and at that point, it was noticed that there was not any saline dripping out the tip of the catheter. The tubing was removed from the catheter and checked to ensure saline was flowing through the catheter, which it was. The physician then placed a syringe on the saline port of the catheter and tried to inject saline through the catheter, but it was not possible to inject. The physician noted that the flush lumen felt occluded. Therefore, the physician decided to replace the device while inserting the second farawave catheter and aspirating air ingress into the sheath. While aspirating and getting air into the valve, the physician tried to reset the valve, but the issue persisted. At that point a new faradrive sheath was taken to replace the faulty sheath. The issue was resolved, and the procedure was completed with no patient complications. The farawave catheter and faradrive sheath are expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.